Event description:
Bd urine collection tubes look very similar to bd venous blood collection tubes. Both tubes have the same canary yellow rubber stoppers. Ua tubes are clear plastic and have conical bottoms. Acd-a tubes are clear glass with rounded bottoms. These tubes have been confused for hla blood typing, with pt blood inadvertently going into a urine collection tube. This type of tube does not contain any anticoagulant. The pt needed to be redrawn.